Manufacturer narrative:
The referenced resection sheath was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, based on similar reported device complaints the most probable cause of the reported event is likely due to user handling. The instruction manual warns the user in attempt to reduce the risk of injury that impact, fall, shock, or similar stress can result in damage to the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. If additional information becomes available and/or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the tip broke off the resection sheath and fell into the patient during an unspecified procedure. The device fragment was retrieved from the patient. The intended procedure was completed successfully. No patient injury was reported.